Manufacturer narrative:
(Corrected data): initial reporter was unintendedly excluded in the initial report. This report contains correct information.

Event description:
Related manufacturer reference: number #3006705815-2019-02460.

Event description:
Related manufacturer reference number #3006705815-2019-02460.

Manufacturer narrative:
Patient, device, and initial reporter information was unintendedly excluded in the initial report. This report contains missing information.

Event description:
Related manufacturer reference number #3006705815-2019-02460.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The initial reported is unknown at this time.

Event description:
It was reported that during an scs trial implant procedure, a csf leak occurred. The physician was unable to implant the lead. In turn, the procedure was extended for ten minutes wherein the procedure was aborted. Physician plans to refer patient to another healthcare provider. Device information for lead is unknown at this time. Additional devices may be added at a later date based on available information